Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remote via merlin.net transmission, low, out of range pacing lead impedance was observed. It was discussed that the patient will be brought in the clinic for further lead evaluation and programming changes. No further information is available.